Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator graphical user interface (gui) display was erratic the ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.